Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridges were discolored at the patient line when removed from the packaging. Reportedly, the user loaded the cartridge and saw insulin drips out of the end of the tubing. There was no reported impact to the user's blood glucose level as the cartridge was not used at the time of the event.